Event description:
We received a notice that dexcom is discontinuing their g6 continuous glucose sensor (cgm) which has worked in synchrony with my wife's tandem tslim x2 insulin pump. She is a complex diabetic and this combination has literally saved her life. We recently received our supply of g7 sensors and are unable to get it to communicate with her tandem tslim x2 pump without a critical software update. We called tandem, and they state that they cannot update the software on the pump because it is out of warranty (despite the fact that it works just fine). They are forcing us to purchase a new pump, and can offer us the same exact model with the software installed. This company would rather sell equipment than provide its patients with what they need to continue treatment. We are not in a position to pay our out of pocket deductible and are literally "stuck." I feel my wife's condition will deteriorate without this crucial cgm and pump combination that has been keeping her blood sugar controlled since 2018. This policy where tandem will not provide a software update due to a perfectly good pump being out of warranty is unethical and not intended to benefit their patient in any way shape or form. They won't listen to me or the 1000's of other patients experiencing the same situation at this very moment. We need a voice bigger than ours to fix this quickly.